Event description:
Device was returned for repair only with a portion of the upper jaw broken off and missing. Co's contact at the hosp stated that the device had broken during use in a knee procedure. He stated the piece was retrieved without impact to the pt.